Event description:
Reporter alleged blood glucose measured 32 mg/dl at 7:21 pm back to back with a result of 132 mg/dl performed at 7:24 pm. It was stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.